Event description:
It was reported that during a ptca treatment procedure, wire removal difficulties were experienced. The physician engaged the left coronary system with a 6f xb lad 3.5 guide catheter. He then attempted to wire a heavily calcified, 80-85% stenotic lesion in a tortuous proximal lad with an atf marker wire and was unsuccessful. (The lesion went from the lad into the first diagnoal). The atf marker wire was removed and a 2.5 x 10 balloon catheter was put over the same wire and crossed the lesion. The atf wire was removed and the pt2 light support wire was advanced, however, the wire went down the diagonal coronary artery instead of the lad. The wire was pulled back without resistance and under fluoro it was noted that the distal 12 mm of the wire remained in the diagonal artery. A luge wire was placed down the lad and a balloon was advanced in an attempt to retrieve the wire. This was unsuccessful as the physician was unable to cross the lesion. It was reported that the pt was seen five years ago for chest pain and refused surgery. The wire fragment remains in the pt. The pt's current status is reported as 'stable'.